Event description:
Reportedly, on (B)(6) 2020, the patient realized that the status light of the subject home monitor became orange. The device was restarted by unplugging and plugging it back to the mains. Nevertheless, the issue persisted.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, the patient realized that the status light of the subject home monitor became orange. The device was restarted by unplugging and plugging it back to the mains. Nevertheless, the issue persisted.